Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 411 mg/dl. Customer stated they had gone to the doctor and had their sensitivity. The customer changed their infusion set and their blood glucose declined to 247 mg/dl. Customer declined to troubleshoot for their high blood glucose. Advised the customer to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.